Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that nurse put the foley catheter in the patient and it only lasted 4 or 5 days before it came out, lost water but not all of it. It was stated that the nurse usually put in 15cc and only 10cc left, so meant it was leaking. The nurse went ahead and put another on in the patient that worked good. It was also stated that the catheters continued to fall out and that day one busted inside the patient.